Event description:
During a sigmoid colon resection, 90mm stapler placed on the colon and tightened down. The colon was then transsected with a knife. At that time, the 90 stapler let go of the tissue with the bowel falling out of the closed down stapler spilling feces into the peritoneal cavity.